Event description:
User facility medwatch report received that states: outpatient here for a cet-d implant. Difficult cs anatomy encountered. Whisper wire (300 cm length 0.014 cm diameter) utilized during effort to find suitable cs branch for lv lead placement. Wire and guide withdrawn and noted in picture that part of wire remaining in the body. Looked at the wire that was removed and noted that it was not intact. Wire not removed and noted that wire did not move during procedure and wire remained unchanged in position of body (with ought movement). The remaining wire that was sequestered and remains with risk. Md documented that 4 cm of a whisper wire tip remained at a distal cs branch. Patient discharged home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.